Event description:
Screwdriver broke when inserting dome hole plug. Surgeon could not fully seat dome hole plug. They had to remove the cup and use a larger size, #56. Extension of surgery over 30 minutes.